Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the speed dial of the s5 double head pump was found to not be connected to the encoder shaft during a procedure. The speed dial fell off and the user had to turn the encoder shaft manually to control the pump. There was no patient injury. A sorin group field service representative was dispatched to the facility to investigate. Inspection of the complained unit identified a grub screw that had come loose, allowing the speed dial to be removed from the device. The screw was tightened and functional testing did not identify further issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the speed dial of the s5 double head pump was found to not be connected to the encoder shaft during a procedure. The speed dial fell off and the user had to turn the encoder shaft manually to control the pump. There was no patient injury.